Event description:
Screw of insertion post from dental implant fractured. Dental implant could not be placed in final position. Fragment could not be removed. Implant needed to be explanted. No new implant placed during the same session.

Manufacturer narrative:
Screw of insertion post from dental implant fractured. Dental implant could not be placed in final position. Fragment could not be removed. Implant needed to be explanted. No new implant placed during the same session. Dentist should have followed IFU for product placement to avoid this from happen.